Event description:
Patient reported to the clinic with one centimeter of lead length extruded from the neck incision; the physician decided to open the stimulation lead incision and clean it up. The tissue looked healthy with no sign of infection. Dr irrigated and then closed over good healthy muscle and tested the device with good results. Followed with two days of intravenous antibiotics followed by two weeks of oral antibiotics.